Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported that the infusions set's tubing broke up from the plastic clip that inserts at the site. At the time of event, the patient's blood glucose level was reported to be 178 mg/dl. It was also stated that there was no damage when the package was first opened. No further information available.